Event description:
This rv lead was implanted on (B)(6) 2010. A call was placed to technical services on 6/30/2017 reportedly stated that has insulation issues fixed with repair kit. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).